Event description:
Hill-rom received a report from a hill-rom technician stating the brakes were holding. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The technician found all four brake casters were worn. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced all four casters to resolve the issue. Based on this information, no further action is required.